Manufacturer narrative:
Corrected data: h6 -type of investigation - 4110 should be removed as it's not applicable. Claim#: (B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -8.50/1.0/094 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. Intraoperatively the lens was removed and replaced with a longer length lens due to low vaulting. This resolved the problem. The cause of the event was reported as unknown.